Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after she wore a tampon for two to three hours, upon removal the tampon fell apart leaving pieces inside. She was able to manually remove the tampon pieces and did not seek medical assistance.